Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two bard mesh (device #1 & #2). Per operative notes, ¿on right inguinal canal, large direct hernia was noted. A bard flat mesh (device #1) was cut and placed in the inguinal canal and sutured. The cephalad portion of the mesh was sutured into transversalis fascia. On left side, a large direct hernia is noted and placed the bard flat mesh (device #2) in same fashion as the right side.¿ (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿external oblique fascia was dissected away from the hernia and previous bard flat mesh (device #1). Then hernia sac was dissected, and a direct hernia bulging was noted. Due to scarring and poor visibility of nearby nerves and vessels, the keyhole was torn and it was safest to close it.¿ attorney alleges that patient had pain, recurrence and emotional injuries. It was also alleged the failure of the mesh caused chronic pain and a hernia recurrence, which required an additional surgical procedure.